Manufacturer narrative:
Please note that the date of this procedure and the lot number are both unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient experienced deep vein thrombosis after usage of a 6-12f mynx control venous vascular closure device (vcd). Additional information was requested but was not provided. The device will not be returned for evaluation.